Manufacturer narrative:
Additional information has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.

Event description:
Dr (B)(6), surgeon from the clinic, reported that the stem broke. Updated information on (B)(6) 2010: dr (B)(6) mentioned that a revision will be performed (B)(6) 2011, then the device will be available. Not able to give any catalog number for the device. Updated information regarding vocabulary: "stem" means "rod".